Event description:
It was reported that the customer had high blood glucose levels of 388 mg/dl. The customer reported a motor error alarm from the insulin pump during bolus. Troubleshooting was done. The customer reported that they were unable to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, rewind, and basic occlusion tests, no motor error alarm or rewind anomaly noted. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Occlusion test and excessive no delivery test were not performed due to prime/fill anomaly. The motor was tested outside of the device and it passed. The insulin pump had minor scratches on the display window, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window, and cracked reservoir tube lip.